Event description:
The user alleges that a piece of paper was in the guedel airway unit and it was not noticed until it was put into the pt. The pt took a deep breath and the paper went inside. There was an anesthestist there who was able to use mcgill forceps to remove the paper.